Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cyst rupture ("cyst rupture"), polycystic ovaries ("polycystic ovarian syndrome"), mood swings ("mood swings"), hot flush ("hot flashes") and menstrual disorder ("messed up periods") and was found to have weight increased ("I have never been over weight..until after essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the cyst rupture, polycystic ovaries, weight increased, mood swings, hot flush and menstrual disorder outcome was unknown. The reporter considered cyst rupture, hot flush, medical device removal, menstrual disorder, mood swings, polycystic ovaries and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cyst rupture ("cyst rupture"), polycystic ovaries ("polycystic ovarian syndrome"), mood swings ("mood swings"), hot flush ("hot flashes") and menstrual disorder ("messed up periods") and was found to have weight increased ("I have never been over weight..until after essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the cyst rupture, polycystic ovaries, weight increased, mood swings, hot flush and menstrual disorder outcome was unknown. The reporter considered cyst rupture, hot flush, medical device removal, menstrual disorder, mood swings, polycystic ovaries and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case becomes an incident. Medical device removal added .reporter was added. On 23-mar-2020: social media received: new event weight gain added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.